Event description:
Subsequent to the initial medwatch report, the following additional information was received. The arteriotomy closure was attempted after a peripheral interventional procedure. Hemostasis was achieved using manual arterial compression.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, no pulsatile blood flow was observed, so the device could not be deployed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.